Manufacturer narrative:
(B)(4); batch # unk. Date of event is unknown. Investigation summary the lt200 complaint device was received in (B)(6) for engineering analysis. This complaint contains one suspect counterfeit cartridge found at west ga urology where it was decided to ship the related complaint devices to the cincinnati lifecycle team in order to conduct an engineering analysis. The primary intent of the analysis was to examine the complaint product, and determine if it is counterfeit product. The cartridge was received in primary packaging without a box containing it. The cartridge was labeled with lot# r4124a. The cartridge underwent visual, and material analysis during the investigation. During the investigation, the suspect cartridge was compared to known authentic lt200 cartridges from lot# p4rj02. Upon inspection of the top view of the cartridge, it was found that there were major differences between the suspect cartridge, and the known good cartridges. The suspect cartridge from lot# r4124a also has an off-white colored plastic compared to the authentic cartridge. Suspect cartridge r4124a also has clips with a rougher surface finish compared to the authentic cartridge. Based on the observations noted, it can be concluded that the plastic components that make up the suspect cartridge from lot r4124a was produced on a different tool than ethicon components. Additionally, the plastic of the actual lt200 cartridge is different in color and chemical makeup than the suspect lt200 cartridge. Finally, the clips from the suspect cartridge has a different surface finish and has less defined ridges on the legs of the clips which may be a result of a different tool or process used to form the clips. Thus, it can be concluded that the suspect cartridge is a counterfeit cartridge.

Event description:
It was reported by the customer that the product was purchased from e-sutures, and is being reported due to the potential that the product is counterfeit. Patient consequence was not reported.